Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis was not conducted since this complaint is related to the battery's physical connection. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The battery was able to establish a secure connection to the test bed controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that when patient presented for an smr upgrade it was noted that the battery had a loose connection. The site agreed with this bad connection and the battery was removed and exchanged with new battery, (B)(4). There was no reported consequence or impact to the patient. No further information was provided.